Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "before inserting the nail, the g4 intermediate device was attached to the main targeting device, and when checking to see if the drill tip would pass through the nail correctly, it was discovered that the drill would interfere with the nail. There was no alternative device. With the device lock loosened, the doctor performed the drilling and screw insertion, and the operation was completed."

Manufacturer narrative:
Corrections: please refer to sections d9 the device was returned for evaluation, and h6 (method, results and conclusion codes). The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received sleeve is overall in good condition, there is no sign of wear or damage. It is worth noting that only the targeting sleeve was returned. The targeting arm and drill were not returned, and therefore could not be tested. The received sleeve was tested with fully functional targeting arm, drill and nail. The sleeve could be properly assembled with the targeting arm. When inserting the drill into the targeting sleeve, it could be passed through the nail without any misdrilling or interference with the holes borders. Therefore, the sleeve was assessed to be fully functional. Based on the investigation, the root cause could not be determined, as the event could be either user-related or related to the targeting arm and drill. The targeting arm as well as the drill must have been returned to perform a complete testing and determine a root cause for the reported event. However, the returned targeting sleeve was confirmed to be fully functional, and therefore did not contribute to the event. In summary, more detailed information about the complaint event as well as the additional used devices must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the targeting arm and drill are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "before inserting the nail, the g4 intermediate device was attached to the main targeting device, and when checking to see if the drill tip would pass through the nail correctly, it was discovered that the drill would interfere with the nail. There was no alternative device. With the device lock loosened, the doctor performed the drilling and screw insertion, and the operation was completed.".